Event description:
A customer reported discrepant high beta human chorionic gonadotropin (bhcg) patient result on the aia-900 analyzer. The patient's bhcg result indicated that she was pregnant, which was at 15.7miu/ml. The result was retested since the patient was not expecting to be pregnant, and rerun result was 2.0miu/ml, another confirmation run was performed the third time and result was 2.1miu/ml. The customer confirmed analyzer maintenance was up to date and quality control (qc) run was all in acceptable range prior to patient sample run. The customer performed a precision run on level 1 & 3 which was in acceptable range. A field service engineer (fse) was dispatched to further investigate the reported event. No further information on patient impact was provided.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the result printouts. The customer repeated the sample twice and received normal as expected results. Fse did not try to reproduce the error because problem was intermittent. Fse inspected the sampling and wash systems all appeared as expected. Fse inspected the incubator and noticed dirt inside the incubator table and one of the test cup positions was sticky which could possibly impact mixing/washing at that position on the incubator. Fse cleaned the incubator table, then successfully performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13 month complaint history review service and lot history review through aware date of event for similar complaints was performed for serial number (B)(4) and bhcg test cup lot # c417173. There were no other similar complaints found during the searched period. The st aia-pack bhcg analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event is due to dirty incubator.